Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, there was difficulty advancing the left ventricular lead inside the inner sheath. After slitting the inner sheath, it was noted that there was a thin plastic pellicle with a little metallic wire attached to the lead body. The external body of the lead was damaged at the location where the metallic wire was attached. The lead was replaced. The procedure was successfully completed without adverse event before, during and after the procedure.